Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that during follow up images (modality and date of images is unknown), the physician stated the patient came in for one month follow up scan (date of event will be (B)(6) 2020, a month after the procedure) with high creatinine and a thrombosed renal artery. The event is ongoing at this time with no planned reintervention.

Manufacturer narrative:
Addition h6 code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6 code 22-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis.

Event description:
Three month patient follow up, the physician reported ¿there is no need for reintervention, the patient was doing fine at 3 month follow up. No intervention or renal insufficiency.¿

Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.